Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while attempting to administer vaccine, upon plunging the syringe to push vaccine into patient's muscle, the vaccine sprayed out the left side of the vaccine syringe top and needle meeting. All liquids were sprayed onto writers' arms. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: neither product nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.